Event description:
It was reported that the patient underwent an l3-4, l4-5 tlif posterior spinal fusion using rhbmp-2/acs. Imaging studies reportedly show that patient developed uncontrolled bone growth and resulting nerve compression at implant site. The patient developed chronic pain and radiculitis, emotional distress, and mental anguish. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was presented with: l3-l4, l4-l5 degenerative spondylolisthesis; l3-l4, l4-l5 stenosis; l5 transitional vertebra; lumbar radiculopathy; intractable back and lower extremity pain. She underwent following procedures: left-sided transforaminal lumbar interbody fusions l3-l4, l4-l5; right-sided transpedicular exposures for neural decompression l3-l4, l4-l5; placement of interbody devices at l3-l4, and l4-l5; posterior segmental instrumentation with bilateral percutaneous pellicle screws at l3, l4, and l5; posterior spinal fusions l3-l4, l4-l5; harvest of local bone autograft. As per records¿¿local autologous bone was packed anteriorly in the disc space, along with a pledget of bmp.¿

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.